Event description:
The customer reported that the carescape telemetry server went down and telemetry monitoring was lost for a duration of 45 minutes to 3 hours affecting an unknown number of patients. Alternate monitoring was not available. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.